Event description:
It was reported that an item broke during medical procedure. Replacement was available.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met stryker specifications. Visual inspection confirmed the device was returned in 2 pieces, the tube and the handle. The possible root cause of the reported event is normal wear and tear of instruments.

Event description:
It was reported that an item broke during medical procedure. Replacement was available.